Event description:
It was reported that during patient use with a foresight sensor, large, that a pressure injury developed, hapi. While in the ICU, the foresight tissue oximetry system was in place monitoring the patient. The patient was also wearing a headband for continuous temperature monitoring. There were two foresight sensors placed on the patient's forehead. The patient's skin was prepped with alcohol prior to placement. The sensors were placed under the headband for several days, it is unknown exactly how long, several days is an estimate from the clinician. When the foresight sensors were removed, there was a breakdown of the skin due to the pressure of the oximetry headband. There was no report of inappropriate patient treatment. Patient demographics were not provided. The edwards representative discussed with the facility that it is not recommended that the foresight sensors be placed under the headband.

Manufacturer narrative:
The foresight sensor was discarded and not available for return and evaluation. Therefore, the device history service review cannot be completed and the UDI number cannot be provided. There were two foresight sensors placed on the patient. A supplemental report will be submitted when the MDR submission number for the other sensor is available. H3 other text : discarded at facility.

Manufacturer narrative:
The device was discarded at the facility and will not be returned for evaluation. This submission is to send the MDR report ID number for the other foresight sensor involved in this event, 2015691-2023-15574.